Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient noticed he was getting low reading on his cgm receiver and mobile, 80 mgdl sometime after the sensor was put on the abdomen. He did not have a bg meter at the time. No mention if he had symptoms. He took carbohydrate. Then suddenly, he started to feel really sick, nauseous and had stomach pain. The son called the ambulance and he was brought to the emergency room (ER). When he arrived in the ER, they did a bg fs reading and it was 647mgdl. He was unable to confirm the cgm. He was provided insulin drip. He was also treated for gastroparesis because when his sugar was high, he started to get nausea and vomit. He was also given sucralfate, medication for his gastroparesis. He stayed in the hospital for 2 days and got discharged (B)(6) 2025. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.